Event description:
It was reported that the patient had power cable disconnect alarms with the message "connect power" on their system controller screen while on both their mobile power unit (mpu) and batteries. The patient had the system controller exchanged on (B)(6)2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The system controller exchange resolved the alarms.

Manufacturer narrative:
Correction to d6a - date of implant was inadvertently added on the initial report. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed via review of the log file. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 2 days ((B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. Atypical power cable disconnect alarms coincident with rsoc invalid faults were active on (B)(6) 2022 at 08:45:13, and at 10:43:58. The alarms occurred while the controller was connected to battery power and cleared shortly after activating. The driveline was disconnected on (B)(6) 2022 at 16:09:44 and the controller was shut down at 16:10:06. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop and functioned as intended. Additional information provided on (B)(6) 2022 stated that the controller exchange resolved the event and that product will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2020. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.